Manufacturer narrative:
The device passed testing and produced audible and visual alarms for low battery when the battery charge was almost depleted. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. No power loss alarms noted in the history while the device was operating on battery or ac power. This report represents all the info known by the rptr upon query by hospira personnel; (B)(4).

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself w/o sounding an audible alarm tone. On an unspecified date and time, the pump was programmed for continuous delivery of penicillin 21 million units at a rate of 20ml/hr. No further programming parameters were provided. The customer reported the duration of the delivery was for 24 hrs. After an unspecified length of time, the homecare pt went to the user facility for a new container of medication. At that time, the nurse noted the pump was powered off and the container was full. The pt reported the pump was operating on battery power and that there was no pump alarm during the delivery. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The physician was notified. The customer contact reported the pt did miss a dose of medication; however, there were no reported adverse pt effects. No medical interventions were provided. Though requested, no add'l info was provided.